Event description:
A valiant captivia stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured thoracic aneurysm. Vessel morphology was reported as there was no proximally landing zone. The stent graft was implanted intentionally covering the left subclavian artery. The left subclavian artery was still filling; however, there was a proximal type I endoleak filling the aneurysm. The physician modelled the 34x34x150 stent graft with a balloon the type I endoleak reduced however was not resolved. At this point no further action was taken and the physician elected to monitor the patient to see if the proximal type I endoleak resolved when the action of the heparin had diminished. The patient was sent to recover. It was reported later that later that night the physician elected to re-intervene. There was a combined surgical intervention and tevar approach planned by the physician. The physician want to extend the landing zone and stent graft placed earlier that day. The surgical intervention involved performing, left subclavian / left carotid / right carotid / right subclavian bypass, with ligation of the proximal left carotid (near origin). A measuring ¿pigtail¿ catheter was placed in the ascending arch from the left and a ¿double curved¿¿ wire also around the arch from the right. The proximal extension 34x34x150 component was placed, deployed and implanted. The stent graft did not exclude the aneurysm. The physician decided to extend proximally with another thoracic stent graft 34x34x150 which was positioned across the aneurysm. Prior to complete deployment of the most proximal valiant 34x34x150 stent graft an another manufacturer¿s covered stent was to be used as a ¿chimney¿ conduit into the right brachio-cephalic. The proximal component was approx. 2cm proximal to the right brachio-cephalic origin. Another manufacturer¿s covered stent was inserted and positioned in the ascending arch and deployed. The valiant 34x34x150 stent graft was then deployed across the aneurysm in the desired position whilst inflating a balloon in the atrium stent to maintain patency. An angiogram was performed showing good flow into the right brachio-cephalic and exclusion of the aneurysm. The patient left the table in a stable condition. It was as reported that day the patient subsequently expired.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: no proximally aorta landing zone.